Manufacturer narrative:
With current information, the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated their device was potentially malfunctioning. No further information could be obtained about the device or patient. No adverse patient effects were reported.